Event description:
It was reported that this right atrial (ra) lead was explanted due to an clavicular crush was observed on fluoroscopy, with corresponding changes in lead thresholds. No additional adverse patient effects were reported.